Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer stated that after using the syringe and not noticing anything inside of the shield it was placed back on the syringe. Whilst clipping the needles used that day it was noticed the substance inside of the shield so the shield was cut open to see what the substance was and it appeared to be a bug. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 0346888. Customer states that he noticed the substance inside of the shield and he cut the shield open to see what the substance was. The returned shield was examined and exhibited material on the inner surface of the shield. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely sucrose. This material would not have been acquired during the manufacturing process. A review of the device history record was completed for batch# 0346888. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause is user related. This material would not have been acquired during the manufacturing process. H3 other text : see h.10

Event description:
It was reported that 1 bd syringe 0.5ml 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer stated that after using the syringe and not noticing anything inside of the shield it was placed back on the syringe. Whilst clipping the needles used that day it was noticed the substance inside of the shield so the shield was cut open to see what the substance was and it appeared to be a bug. Samples : available.